Manufacturer narrative:
Event date:(B)(6) 2018. Date of report: 17jan2019. The philips service engineer (se) inspected the device. The se could not duplicate the reported issue. The se performed testing and all tests passed.

Event description:
It was reported by the international customer that the ventilator was "getting a noise while checking up." There was no patient involvement. The event date was not specified; estimate used.